Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a red screen was observed on the programmer. It was unknown what message displayed with the red screen as the continue button was selected to advance to the follow up screen. A device summary report was printed and showed a battery depletion (bd) code had been recorded. It was noted that the patient had just undergone a procedure unrelated to the device. A copy of device memory was submitted for analysis. Analysis of device memory noted no bd message in the files, however, noted several magnet applications and beeping events beginning approximately 3 months ago. The most recent magnet applications were noted to have caused a decrease in the battery measurements. Boston scientific technical services (ts) recommended checking the patient environment for the presence of a magnet. The physician has decided to leave the device implanted. It was unknown if any further troubleshooting was performed. An attempt to obtain additional information was made, however, no additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a red screen was observed on the programmer. It was unknown what message displayed with the red screen as the continue button was selected to advance to the follow up screen. A device summary report was printed and showed a battery depletion (bd) code had been recorded. It was noted that the patient had just undergone a procedure unrelated to the device. A copy of device memory was submitted for analysis. Analysis of device memory noted no bd message in the files, however, noted several magnet applications and beeping events beginning approximately 3 months ago. The most recent magnet applications were noted to have caused a decrease in the battery measurements. Boston scientific technical services (ts) recommended checking the patient environment for the presence of a magnet. The physician has decided to leave the device implanted. It was unknown if any further troubleshooting was performed. An attempt to obtain additional information was made, however, no additional information is available at this time. No adverse patient effects were reported.